Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning, and reassembling the kit and tubing set. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019 and (B)(6) 2019, the customer alleged that she started experiencing engorgement a few months prior and developed mastitis on (B)(6) 2018, for which she was prescribed antibiotics. She indicated the replacement pump was working without issue, she was no longer experiencing engorgement, and the mastitis resolved two weeks after it began. The device was returned without the customer's parts and accessories; therefore, it was tested with a medela lab kit on (B)(6) 2019 and it did not pass suction and cycle specifications and the device displayed an air leak alert. The device was retested with a medela lab pump functional unit without issue. The customer's report of low suction and an air leak alert was confirmed and has been determined to be isolated to an issue with the pump functional unit, which has been sent to the supplier for further analysis and root cause identification. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that the suction on her sonata breast pump had been low for two months and it was displaying an air leak icon. She additionally alleged that she had always used the pump at the highest setting and was experiencing pain from not being able to pump due to the low suction.